Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ventricular tachycardia which was reverted with medication. The patient had symptoms of dizziness but no clinical compromise. Implantable cardioverter-defibrillator (ICD) was implanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.